Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, she was trying to change her infusion set and was getting aggravated. She didn't prime the set, attached it to her body and administered 65 units of insulin. Customer's blood glucose was then hospitalized for low blood glucose of 17 mg/dl. Customer was not in a car accident. Customer over bloused and she was unresponsive. No further information reported.